Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that when the clamp is re-closed on the tubing in the same spot it was previously closed, fluid will continue to run. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection the set appeared intact. The returned set was tested for leakage per specification with passing results. In addition, the set was spiked on a bag and primed. The roller clamp was closed several times in order to replicate the event. Each time the flow was completely stopped by the closing of the roller clamp. The reported defect was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.